Event description:
It was reported that the device had two error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control advised the biomed to clear the error log, perform a defib calibration, and test unit thoroughly. The customer later indicated that the problem had not been resolved and the errors kept coming back. He had attempted the defib calibration, unsuccessfully, and the device was currently sitting in his shop for repair. After several subsequent attempts to contact the customer to provide further troubleshooting, or confirm resolution, no response appears to be forthcoming. The root cause of the reported failure cannot be determined.